Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp/ 500mm. The incident occurred in (B)(6). Through follow-up communication with a field service representative, livanova (B)(4) learned that the clamp could not be displayed on the panel. The affected part was returned to livanova (B)(4) for a detailed investigation. Results revealed that the deviation could be reproduced during the investigation and that a defective eeprom was the cause of the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp/ 500mm was not recognized by the system during priming. There was no patient involvement.